Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had experienced an incident where he could not feel his legs. The patient reported he turned the stimulation off and the issue resolved. In addition, the patient reported he had experienced seizures after 30 minutes of stimulation use. The patient also reported his temperature increased with the use of the stimulation. Follow up identified the patient had requested for the scs system to be removed.